Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis that led to septic shock and then subsequently passed away coincident with continuous ambulatory peritoneal dialysis (capd) therapy. On the evening prior to death, the patient was switched to automated peritoneal dialysis therapy. The peritonitis was manifested by turbid dialysate. The cause of the peritonitis was not reported. Treatment for the peritonitis event was not reported. The cause of the septic shock was the peritonitis event. The cause of death was septic shock with cardiac arrest. The patient had been hospitalized for an unspecified surgical procedure nineteen days prior to the peritonitis diagnosis and was hospitalized at the time of death. The patient was not recovered from the peritonitis event at the time of death. It was not reported if an autopsy was performed. In the late evening one day prior to death, physioneal therapies were discontinued. No additional information is available.